Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: reported issue: leaking. Injuries or adverse event: no. Item: 2420-0007. Quantity affected: 1ea. What medication was being administered and leaked. Was this a chemotherapy drug? 0.9% sodium chloride. Not a chemotherapy drug.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.